Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a 5 cm abdominal aortic aneurysm 4 years ago. Vessel morphology at the time of implant was not reported. It was reported that the aneurysm enlarged to 10 cm without evidence of endoleak. The stent grafts were explanted due to the aneurysm enlargement. The explanted stent graft was returned and its evaluation is pending. No additional clinical sequela were reported and the pt is fine.

Manufacturer narrative:
Evaluation: results: unknown cause of aneurysm enlargement explant evaluation is pending, no operative report were received. Evaluation: conclusion: unknown cause of aneurysm enlargement explant evaluation is pending, no operative reports were received.